Event description:
It was reported that the 9600 system had intermittent power up problems. On 2nd power down/power up cycle the system completes its power up sequences and performs as expected. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer (sbc) along with resting loose cable on system interface board. Sbc replaced and cable reset. The system was tested and found to be working as intended. System returned to service.